Manufacturer narrative:
The device was inspected. Manufacturing and material records were evaluated and components and processes were within specification. While no pebax material was missing, several wire fragments were stretched and severed as a result of the material separation. A corrective action was initiated to evaluate design contributions to the malfunction.

Event description:
During a lumbar decompression, the physician was using the baxano neural localization probe localize the l5 nerve root. After successfully passing the probe and localizing the l4/5 foramen, the probe was withdrawn and the physician observed that the catheter portion of the probe had severed and slid distally over the tip. The device remained intact. In 2009, the company spoke to the physician. No additional clinical sequelae was reported as a result of the device malfunction.